Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered elective replacement indicator (eri) with a monitoring voltage of 2.58 volts and charge time measurements of 20 seconds. No adverse patient effects were reported. Additional information indicated that a change out procedure has not been scheduled. It was noted that the device will not be returned upon explant.

Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.